Event description:
It was reported that before an unknown procedure, when the clips are applied to patient they don't stay in place, they're falling off. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results of devices (a, d and e) found that they were received inside their original package. In an attempt to replicate the reported incident, the devices were tested for functionality. A drop test was performed and no loose clips were noted. During testing, each cover got partially detached from the base. However, the clips were loaded, retained and properly formed. The latching feature was evaluated and one tab was found to be damaged on each device. No conclusion could be reached as to what may have caused this condition. The batch records were reviewed and no anomalies were noted during the manufacturing process. The analysis results of devices (b, c and f) found that they were received inside their original package. In an attempt to replicate the reported incident, the devices were tested for functionality. A drop test was performed and no loose clips were noted. Upon evaluation, the clips were loaded, retained and properly formed. No conclusion could be reached as to what may have caused the event reported. The batch records was reviewed and no anomalies were noted during the manufacturing process. Devices b, c and f additional information: batch # unk, expiration date: unk, manufacturing date: unk. The analysis results of the cartridge (g) found that it was received with five loaded clips. The latching feature was evaluated and both cover tabs were noted to be damaged leading the found condition of the cartridge. In order to avoid this kind of issue, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device g additional information: batch # unk, expiration date: unk, manufacturing date: unk.